Event description:
The customer observed falsely decreased architect cyclosporine results for a patient with thymoma who underwent total thymectomy last year. The clinical team questioned the results because the patient started on cyclosporine in (B)(6) 2023 and the results have been around 300 ng/ml. Another sample was tested on (B)(6) 2023 which generated a higher result. The customer stated that it was unlikely that the patient forgot to take the medication. The following data was provided: (B)(6) 2023 result = < 30.0 ng/ml; bml (outsourced) result =20.7 ng/ml (B)(6) 2023 result = < 30.0 ng/ml; bml (outsourced) result =6.7 ng/ml (B)(6) 2023 result = 227.8 ng/ml; bml (outsourced) result = 264.4 ng/ml no impact to patient management was reported. On (B)(6) 2023, additional information was provided. The customer provided the results from the reference laboratory. The following data was provided: sid (B)(6) (sample from (B)(6) 2023) sid (B)(6) (sample from (B)(6) 2023) sid (B)(6) (sample from (B)(6) 2023) reproducibility test: all three samples generated results that were around the same as the measured values from the customer¿s facility. Dilution test: all three samples showed no increase in measured values. Other method (eclia method): all three samples generated results that were around the same as the measured values from the customer¿s facility. Sid (B)(6) (sample from (B)(6) 2023) result = < 30 ng/ml sid (B)(6) (sample from (B)(6) 2023) result = < 30 ng/ml sid (B)(6) (sample from (B)(6) 2023) result = 322 ng/ml no impact to patient management was reported.

Manufacturer narrative:
A1 - patient identifier: sids = (B)(6). B5 - describe event or problem: updated with the additional information provided by the customer on (B)(6) 2023. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 47104fn00 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. In-house testing was performed using retained reagent kit of the complaint lot. All specifications were met, indicating that the lot is performing as expected. Per product labelling values obtained with different assay methods cannot be used interchangeably due to differences in assay methods and cross reactivity with metabolites, nor should correction factors be applied. Therefore, consistent use of one assay for individual patients is recommended. When changing cyclosporine assay methods, including between abbott assays, in the course of monitoring a patient, additional sequential testing should be carried out to confirm baseline values. Based on this investigation, no systemic issue or deficiency was identified for the architect cyclosporine reagent lot 47104fn00.

Manufacturer narrative:
This report is being filed on an international product, list number 03r30-25 (architect cyclosporine) that has a similar product distributed in the us, list number 01l75. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased architect cyclosporine results for a patient with thymoma who underwent total thymectomy last year. The clinical team questioned the results because the patient started on cyclosporine in (B)(6) 2023 and the results have been around 300 ng/ml. Another sample was tested on (B)(6) 2023 which generated a higher result. The customer stated that it was unlikely that the patient forgot to take the medication. The following data was provided: (B)(6) 2023 result = < 30.0 ng/ml; bml (outsourced) result =20.7 ng/ml. (B)(6) 2023 result = < 30.0 ng/ml; bml (outsourced) result =6.7 ng/ml. (B)(6) 2023 result = 227.8 ng/ml; bml (outsourced) result = 264.4 ng/ml . No impact to patient management was reported.